Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the same day she applied the adc freestyle libre sensor. Customer further reported that on (B)(6) 2018 at 1500h, she experienced symptoms described as vomiting, nausea, vertigo, and a loss of consciousness. It is unknown what date the sensor was initially placed. Paramedics were called, and upon their arrival, customer was taken to a hospital where she was diagnosed with hyperglycemia and treated with insulin and intravenous fluids. Customer was released on (B)(6) 2018 at 1300h. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a "replace sensor" message on the same day she applied the adc freestyle libre sensor. Customer further reported that on (B)(6) 2018 at 1500h, she experienced symptoms described as vomiting, nausea, vertigo, and a loss of consciousness. It is unknown what date the sensor was initially placed. Paramedics were called, and upon their arrival, customer was taken to a hospital where she was diagnosed with hyperglycemia and treated with insulin and intravenous fluids. Customer was released on (B)(6) 2018 at 1300h. There was no report of death or permanent impairment associated with this event.